Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient switched to foley catheter, and it caused irritation and it was not draining the urine. Patient had a very sensitive bladder and said something might be wrong with the batch which caused irritation because otherwise it worked well. It was noted that the patient had been using the product for more than 90 days. No medical intervention was reported. Per additional information from cardinal health, it was reported that the foley catheter caused irritation and it was not draining the urine.

Event description:
It was reported that the patient switched to foley catheter, and it caused irritation and it was not draining the urine. Patient had a very sensitive bladder and said something might be wrong with the batch which caused irritation because otherwise it worked well. It was noted that the patient had been using the product for more than 90 days. No medical intervention was reported. Per additional information from cardinal health, it was reported that the foley catheter caused irritation and it was not draining the urine. Per follow up via phone 03feb2022, it was stated that information received included within complaint. Customer stated no medical intervention was needed. The foley catheter had been replaced and the patient had no further issues.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: salt accumulation)/block drainage lumen/no drainage eye.) The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "caution: this product contains natural rubber latex which may cause allergic reactions. To deflate catheter balloon: gently insert a luer slip syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all recommended inflation capacities: 3cc balloon: use 5cc sterile water, 5cc balloon: use 10cc sterile water, 30cc balloon: use 35cc sterile water. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. Catheters should be replaced in accordance with the cdc guideline, "guideline for prevention of catheter-associated urinary tract infection." At the onset or first signs of a urinary tract infection, catheter encrustation, or any other catheterrelated adverse effect, the catheter should be replaced. Do not exceed recommended capacities. Sterile: unless package is opened or damaged. Do not use if package is opened or damaged. Single use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Visually inspect the product for any imperfections or surface deterioration prior to use. Warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient switched to foley catheter, and it caused irritation and it was not draining the urine. Patient had a very sensitive bladder and said something might be wrong with the batch which caused irritation because otherwise it worked well. It was noted that the patient had been using the product for more than 90 days. No medical intervention was reported. Per additional information from cardinal health, it was reported that the foley catheter caused irritation and it was not draining the urine.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.